Event description:
I had essure birth control coils implanted in 2012 when I was 43 years old. I experienced some pain and discomfort in the year after getting the implants that my doctor discounted and said "all women feel". By 2014 when I was 45 years old I was menopausal and had completely stopped having my period. I continued to have periodic pain and discomfort in my right side that was dismissed as being muscle spasms. In early (B)(6) of this year (2023) the pain in my right side increased and persisted. I've been in constant pain for over 2 months. It's spread through my pelvic area, across my abdomen and my lower back. It hurts to lie down, it hurts to stand for long periods of time, I can't lift anything heavy, I'm in constant pain. Otc pain relievers help to a degree to lessen the pain but it never really goes away. I saw my gp in mid (B)(6) 2023 for the pain and explained the essure implants and that I've read they seemed to cause problems around the 10 year mark. He ordered an abdominal ultrasound; this ultrasound came back normal for my liver, gallbladder, pancreas, spleen, kidneys, and abdominal aorta. I saw my regular gyn also in mid-(B)(6) who dismissed my pain and said it had nothing to do w/ the essure implants without examining me or doing any imaging. I found another gyn on (B)(6) 2023 who ordered another abdominal ultrasound and a transvaginal ultrasound, as well as a urinalysis. The results of both of these came back normal. The only explanation for my chronic and increasing pain is the essure implants. My daily life has just about come to a standstill because of these coils. I'm now waiting to schedule surgery to remove my tubes and part of my uterus to get the coils out. Essure implants are still in my tubes.